Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: uterus/embedded within the anterior wall"), genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)") and mixed connective tissue disease ("mixed connective tissue disease") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure ablation on same date". The patient's medical history included irregular menstruation, uterine bleeding, endometrial ablation and adenomyosis. In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced mixed connective tissue disease (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/left lower side pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue") and menstruation irregular ("constant bleeding from irregular menstrual cycles"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, genital haemorrhage, mixed connective tissue disease, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, headache, migraine, nausea, fatigue and menstruation irregular outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mixed connective tissue disease, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: gross description: embedded within the anterior wall are two 0.9 and 1 cm coiled silver metallic objects which appear to be intrauterine contraceptive devices. Discrepancy noted in insertion date previously reported as: (B)(6) 2009. In current follow up reported as: (B)(6) 2009 (per pfs) and (B)(6) 2009 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: left tube was not blocked. Successful mechanical fallopian tube obstruction of the right fallopian tube the left essure coil is not located in the left fallopian tube. The left fallopian tube is patent. Dilated proximal eft fallopian tube with possible stricture as described above.. Ultrasound scan - on (B)(6) 2009: menometrorrhagia. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device,medical device monitoring error. Most recent follow-up information incorporated above includes: on 5-dec-2018: the case is incident. The case is medically confirmed. Reporter information was added. Her medical history was added. Lab data was added. Essure indication was amended. Essure insertion and removal date was updated. Per plaintiff fact sheet following events abnormal bleeding (general) was clubbed with previously reported event: genital bleeding, abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: mixed connective tissue disease, malposition of essure device location of device/migration of essure device location of device: uterus/embedded within the anterior wall, migraines/headaches, nausea, pain: lower side was clubbed with previously reported event: lower abdominal pain, constant bleeding from irregular menstrual cycles and fatigue were added. Per medical record following events: medical device monitoring error were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: uterus/embedded within the anterior wall"), genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)") and mixed connective tissue disease ("mixed connective tissue disease") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure ablation on same date". The patient's medical history included irregular menstruation, uterine bleeding, endometrial ablation and adenomyosis. Patient's concomitant medication included levcovorin since last 4 years and is still continuing. Concomitant products included methotrexate. In (B)(6)2009, the patient had essure inserted. In 2011, the patient experienced mixed connective tissue disease (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/left lower side pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue") and menstruation irregular ("constant bleeding from irregular menstrual cycles"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2010. At the time of the report, the embedded device, genital haemorrhage, mixed connective tissue disease, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, headache, migraine, nausea, fatigue and menstruation irregular outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mixed connective tissue disease, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. Gross description: embedded within the anterior wall are two 0.9 and 1 cm coiled silver metallic objects which appear to be intrauterine contraceptive devices. Discrepancy noted in insertion date previously reported as: (B)(6).2009 in current follow up reported as: (B)(6)2009(per pfs) and (B)(6)2009 (as per mr) current weight- 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: left tube was not blocked. Successful mechanical fallopian tube obstruction of the right fallopian tube the left essure coil is not located in the left fallopian tube. The left fallopian tube is patent. Dilated proximal eft fallopian tube with possible stricture as described above.. Ultrasound scan - on (B)(6)2009: menometrorrhagia. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device,medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-apr-2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.